Event description:
Pt experienced acute myocardial due to clonidine withdrawal. Device was returned with comments "appears to be stopped rotor after testing". The pt has recovered from this episode, is doing well, and is scheduled to have another pump implanted in the future.

Manufacturer narrative:
04/03/1998: g9-MFR report number has been corrected here and in header on page 1.